Event description:
On 9/8/1997, lead appeared with artifact and diverted therapies on implantable cardioverter/defbirllator. Pt would not allow access for checking or removal. Pt had auto accident 12/23/1998, passing out in a truck. He subsequently has allowed removal.